Event description:
It was reported that during a da vinci-assisted surgical procedure, customer called in to report that error c 34 occurred on integrated electrosurgical unit (iesu). Technical support engineer (tse) checked error log and verified repeatedly c 34 occurred and iesu replacement is likely needed. The customer continued the surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: user confirmed they used a third party generator to continue with the procedure. The user confirmed there was a monopolar port malfunction related to reported error. Field service engineer (fse) replaced the erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.